Event description:
Post procedure the anesthesiologist removed the drape noticing a rash to the skin where the bair paw warming gown was placed on the upper body. The rash was predominantly to the pt's left arm approx 4 inch area. FDA safety report ID# (B)(4).